Manufacturer narrative:
This report is on an unknown proximal humerus internal locking system plate, part and lot numbers are unknown. (B)(6). Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: aksu n., gogus a., kara a., isiklar z. (2010). Complications encountered in proximal humerus fractures treated with locking plate fixation, acta orthopaedica et traumatologic turcica, 44 (2):89-96. The authors evaluated the complications encountered after implantation of locking plate fixation of proximal humerus fractures. Seventy females and thirty three males, mean age 62 years (range, 21-90 years) were treated between 2005 and 2009 with open reduction and locking plate fixation for proximal humerus fractures. Synthes device, proximal humerus internal locking system plate (philos) and plate of a sister company to this manufacturer were used. The sister company was informed of this complaint. The mean follow-up time was 19 months (range, 2 weeks-43 months). The authors reported various complications in ten patients; the philos plate was used in nine and plate of sister company in one. The authors did not specify which device was used relative to the complications: this is a reportable malfunction report regarding the following patients: five with varus inclination on immediate postoperative radiograph; four with varus displacement on follow-up. The authors concluded that locking plate fixation is a significant treatment option with low complication rates in the treatment of comminuted and displaced fractures.. This report is for an unknown proximal humerus internal locking system plate. This report is 2 of 2 for complaint (B)(4).